Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent treatment for a superior mesenteric artery (sma) aneurysm where an 8 x 5 gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted. It was reported that the physician was able to reach the target treatment area and successfully implant the viabahn device in the sma. In the subsequent images, the viabahn device appeared to have migrated out of the sma and into the iliac artery. The viabahn device was left as "endo trash" in the iliac artery. It was reported the patient was transferred from one operating room to another. The abdomen started to fill up with blood as the sma was perforated, causing the sma to bleed out. The patient is doing well.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated b3, b4, b5, b6 - describe event or problem section.

Event description:
On an (B)(6) 2024, the patient underwent treatment for a superior mesenteric artery (sma) aneurysm. It was reported, during the procedure the sma was perforated by the guidewire (unknown brand and size). An 8 cm x 5 mm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was advanced and deployed to treat the perforation. However, the patient continued to lose blood (pooling in the abdomen) due to the perforation and was transferred to another operating room. Subsequent imaging was performed and it was noticed the endoprosthesis had migrated out of the sma and into the iliac artery. The endoprosthesis was left as "endo trash" in the iliac artery. It is unknown if another device was used to treat the perforation. It was reported the patient is doing well.

Manufacturer narrative:
H6 evaluation codes updated to reflect investigation conclusion. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The cause of the reported potential malfunction could not be established.